Event description:
It was reported that the right ventricular (rv) lead had become dislodged. The physician attempted to reposition the rv lead, however it was noted that the helix was blocked. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted the helix will not extend due to distortion in the connector from over-rotation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).